Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, high impedance and lead trends exhibited higher numbers. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.